Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 sys presents a communications failed message on boot-up. There was no report of pt injury.